Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that eight years, ten months post implant of this bioprosthetic aortic valve, this device was explanted and replaced. No failure mechanism and no other adverse patient effects were reported.